Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see error return after reset, and then successfully started new sensor session, with no additional information received regarding any further issues.